Event description:
The pt returned for a planned vena cava filter removal, as the filter was no longer needed. The scout film showed the filter straight and in the same infrarenal location as the original placement. The doctor successfully docked the filter with the removal cone twice, but each time released it when the pt became very vocal. After several attempts at removal, a cava gram showed that two of the filter arms had separated. The doctor stated that he thought the removal attempts may have caused the detachment. The doctor successfully snared one of the limbs and removed it. It is believed that the second limb was removed as well. The filter remains implanted.